Manufacturer narrative:
The reported event of ¿plastic filament strand was extending from the end of the lead¿ was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not reveal any anomalies. The ¿plastic filament strand¿ reported in the field was not returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported when the right ventricular (rv) lead sterile packaging was opened, a small, unusual plastic filament was extending from the end of the lead. The rv lead was not used and a new lead was used to resolve the event. The patient was stable.